Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had not displayed any image, the image had been grainy, and scope communication error, b30 had appeared. The issue occurred during inspection for use. There were no reports of patient involvement.